Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse replaced the damaged lcd parts and performed functional testing. The unit passed all functional and safety checks and was returned to clinical use.

Event description:
It was reported that during training, the customer accidentally damaged the lcd of the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).